Event description:
A family member reported that the pump has been emptying the cartridge at the load step each time a cartridge change has been attempted since (B)(6) 2011.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: evaluation revealed a damaged force sensor flex wire. A review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. During testing the load step failed to recognize the cartridge and dispensed fluid emitting a "no cartridge detected" warning. Unrelated to this complaint, the battery compartment was found to be cracked. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump.